Event description:
It was reported that pump screen was dark and would not turn on, and pump battery would not charge, which led to pump shutdown and inability to restart pump. There was no adverse impact to the customer¿s blood glucose level. Technical support arranged replacement pump under warranty, advised customer to use multiple daily injections as backup insulin therapy.